Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during cataract surgery, one haptic of the intraocular lens (iol) was found to have a crack. The haptic was not completely broken, did not affect the intraocular lens stability, and therefore the intraocular lens was not replaced.